Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. Eval revealed that the ok and contrast keypad buttons were unresponsive to button presses. There was evidence of moisture and keypad adhesive found under the ok and contrast button key contacts.

Event description:
Keypad button presses do not activate intended pump response. The pt reported that the up arrow keypad button is intermittently unresponsive and the back light will not turn on for the past month. He noted that the keypad buttons click and spring back as expected. The pt stated that there is no physical damage to the rubber keypad, he does not expose the pump to water, and he wears the pump in his pocket.